Event description:
A system operator reports over corrections on patients. A review of patient records provided indicated this patient presented with a 2 line decrease in bcva in the right eye. The patient's pre-op bcva in the right eye was 20/15. Approximately one year following initial lasik surgery, this patient's bcva in the right eye was 20/20. The patient underwent an lri (lateral relaxing incision) procedure on the right eye to enhance ucva. Following this procedure, the patient's bcva in the right eye was 20/25. The patient's records indicate she was 36 weeks pregnant at one year post-op exam.